Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 362 mg/dl. The customer stated that she was driving home when the insulin pump alarmed check blood glucose, and when she arrive home, she observed the button error alarm. No significant events leading to the alarm were recalled. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump also had minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.